Event description:
It was reported that, "broach handle was attached to broach. Broach was impacted into femoral canal. As surgeon was tapping broach handle to remove broach from femoral canal. The handle became disassembled from broach."

Manufacturer narrative:
Add'l info has been requested, and if available, it will be submitted in the supplemental report.